Event description:
It was reported by the patient that she was shocked 6 times in one minute and was taken by ambulance to the emergency room, where the device was turned off. She was told the lead was "a bad lead." The patient reported being weak, scared, and emotional after the shocks. The lead was replaced. It was subsequently reported by an attorney that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement" of the defective lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.